Event description:
Boston scientific crm received information that this lead exhibited high, out of range pacing impedances. Information was later received that the impedance measurements increased to greater than 2000 ohms. As the lead continues to capture and sensing and threshold measurements are appropriate, the lead will be monitored.

Manufacturer narrative:
The lead was electrically repositioned which resolved the issue. The lead remains in service and there were no adverse patient effects reported. No additional information is available at this time. If additional information becomes available, this event will be updated.